Manufacturer narrative:
Under user facility's discretion, the device will not be returned to the manufacturer. The investigation is not yet completed; investigation results are pending. The event is filed under internal complaint ID: (B)(4).

Event description:
It was reported there was lost image during a video laryngoscopy. The intubation was completed with a delay of 10 mins and was sucessfully completed with the same device. No negative impact in state of health reported.